Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. The instrument passed electrical continuity and energy delivery tests. Based on the failure analysis findings, the root cause of this failure is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The batch sequence number for the product's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This event is being reported due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is not applicable because the product is not implantable. Information for the blank fields in section is not available. Fields are not applicable.

Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the customer stated that the fenestrated bipolar forceps (fbf) was noted to have a burn mark on the wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with reporter and obtained the following information: the fbf instrument and accessories were inspected prior to use. The customer confirmed that the instrument worked without issues. The instrument did not arc. The settings used on the generator were cut: 3 and coag: 3. The instrument was not removed from the arm at any time prior to the event. There was no report of a collision with any other instrument or tool during procedure. There was no report of patient injury. The patient has not returned to the hospital due to experiencing any post-surgical complications.